Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 30, 2017, it was reported that the device was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was may 12, 2017 where it was reported that the device needed repair and preventative maintenance and the ball detent and damaged comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on september 6, 2017 revealed that the calibration and sample mesh could not be taken as the comb was damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 6, 2017 which included replacement of the roller, damaged comb, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was damaged¿ was confirmed since during the initial inspection it was noted that the comb was damaged. During the initial inspection it was noted that the comb was damaged. The cause of the damaged comb cannot be specifically determined with the information that was provided. The issue was resolved with the replacement of the damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was damaged. The gears were not connected and when the surgeon tried to mesh the graft, the mesher not spinning. The malfunction occurred during surgery. The harvested graft was usable and no additional graft required from the patient. Investigation revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.